Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the digital pcb assembly caused the internal hlc batteries to deplete. Therefore the device could not power on to charge and shock defibrillation energy. Physio-control determined that the cause of the reported failure was due to a capacitor, designator c80, on the digital pcb assembly, which caused 176.5 micro ampere of leakage current and the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Event description:
It was reported to physio-control that the customer's device had all three icons (charge-pak, attention and service wrench) illuminated on the device's readiness display. Therefore the device might not provide defibrillation therapy when required. There was no information whether there was patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.